Event description:
It was reported that shaft break occurred. The 20mm x 3.5mm, concentric, de novo, 90% stenosed target lesion contained a less than 45 degree bend and was located in a moderately tortuous and moderately calcified mid left anterior descending artery (lad). Predilatation was performed with an unspecified balloon catheter. A 12mm x 3.0mm quantum maverick balloon catheter was used to post dilate the lesion. During advancing, resistance was encountered and the shaft was fractured about 45cm from the proximal end. The fracture occurred on a portion of the device that was still outside the patient, therefore the physician withdrew the device directly. The procedure was completed with a different device. No patient complications were noted and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc quantum apex balloon catheter. The catheter was inspected tactilely and under magnification. There was blood in the inflation lumen. The hypotube was broken 56.5cm from the strain relief and bent/kinked 5cm proximal of the detachment site. The fracture faces were oval shaped, as if kinked prior to separation. There was no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The 20mm x 3.5mm, concentric, de novo, 90% stenosed target lesion conatined a less than 45 degree bend and was located in a moderately tortuous and moderately calcified mid left anterior descending artery (lad). Predilatation was performed with an unspecified balloon catheter. A 12mm x 3.0mm quantum¿ maverick¿ balloon catheter was used to post dilate the lesion. During advancing, resistance was encountered and the shaft was fractured about 45cm from the proximal end. The fracture occurred on a portion of the device that was still outside the patient, therefore the physician withdrew the device directly. The procedure was completed with a different device. No patient complications were noted and the patient's status is stable.

Manufacturer narrative:
(B)(4).